Event description:
New information received notes that the patient was stable throughout.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The ra lead was capped and replaced on (B)(6) 2021. Patient status was unknown.